Manufacturer narrative:
The investigation for the reported hemolysis has been completed. The impella device was not returned for evaluation. Data logs were returned and reviewed. There was no motor current spike seen. There was one suction alarm seen around the time of the alleged hemolysis event. The placement signal was seen to be spread throughout the case with no positioning issue. Therefore, the root cause of the hemolysis issue was not determined since product was not returned and insufficient clinical information provided and data log analysis was inconclusive.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating an allegation of hemolysis: ¿very profoundly coagulopathic in the or with significant product transfusion with 6u prbc's, 4u plt's, 8 ffp, and 3 cryo. Also loaded with brilinta. 2u prbc's since arriving to ICU.¿ the patient is unknown at this time.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿